Event description:
Boston scientific received information that this system, to include the device and associated leads (rv, lv, ra and an unidentified previously abandoned lead), was explanted due to infection. No return of product is expected. Another system will likely be implanted at a later date. The patient was reported as, not dependant. No other adverse effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.